Event description:
It was reported that the blood filter (pole filter) penetrated the blood bag. Approximately 320 cc of blood was discarded. The pt did not require any pre-donated or bagged blood. There were no adverse consequences to the pt as a result of the event. No medical intervention was required.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.